Event description:
While the support tech was in the process of cleaning the portable light, the light fell on top of her. It appears that some set screws sheared off, which caused the light head to lose its center of gravity.